Manufacturer narrative:
An intuitive surgical, inc. (Isi) failure analysis engineer reviewed the stapler logs for the stapler instrument used in this event and the following information was provided: the logs show a sureform 60 stapler instrument (part #480460-09, lot #k14240110-0139) was installed on the system 2 times and fired 2 sureform 60 reloads (1 green, followed by 1 blue). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument misfired and pushed tissue forward instead of sealing. The surgeon used a backup stapler instrument of the same type to complete the case. The procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 60 blue reload was analyzed by the failure analysis team and the findings replicated and confirmed the customer reported event. The reload was found to have lodged staples wedged in between the reload in front of the exposed knife. There was also cartridge damage and blade damage to the knife observed. The reload was found to have the knife exposed within the knife track. The reload blade was found to have mechanical indentations. Intuitive surgical, inc. (Isi) also received the sureform 60 stapler for failure analysis investigation. The instrument was fully functional. There was no problem detected. Advanced failure analysis confirmed the findings.